Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Rupture: no openings were observed on the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed deformation on the device. Yellow biological tissue observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, rupture and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Adverse event problem code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii, rupture and implant removal from textured to smooth due to the concerns of the product. Device has been explanted.